Manufacturer narrative:
The investigation of product damage (bond failure) has been completed. The product was not returned for investigation. Without the product or the pictures of the damage, it is not possible to investigate the failure. Therefore, the root cause of the purge leak issue was not determined since product was not returned for investigation. E4 should have been left blank on manufacturer device report 1220648-2025-25486.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two medical device reports associated with this event. Refer to initial medical device report for automated impella control serial number (B)(6) with date of event 28-dec-2024 and identifier ending in (B)(6).

Event description:
The user facility reported a patient with cardiogenic shock was implanted with an impella cp device was mechanical circulatory support (mcs). The patient was planned for weaning off the impella mcs and explant, pending diagnostic results for potential percutaneous coronary intervention. When the physician was floating the swan, the automated impella controller (aic) was knocked over and fell. The purge tubing had a hole, and a change out was advised. The aic had a superficial crack on the side but appeared to be properly functioning. The patient was stable following the event. Approximately three days later the patient underwent balloon angioplasty to a circumflex artery. The following day the patient was successfully weaned and the impella cp device was explanted.